Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem, h4 manufacture date, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain field deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2016-05-02. Corrected h4 manufacture date: 2016-05-04. Previous b5 describe event and problem: on 19th january, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the device was drifting down and reach the user. We decided to report the issue in abundance of caution as contact of the medical device with sterile medical staff during procedure may cause contamination of the sterile medical staff. Corrected b5 describe event and problem: on 19th july, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the device was drifting down and reach the user. We decided to report the issue in abundance of caution as contact of the medical device with sterile medical staff during procedure may cause contamination of the sterile medical staff. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the device was drifting down and reach the user. We decided to report the issue in abundance of caution as contact of the medical device with sterile medical staff during procedure may cause contamination of the sterile medical staff. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The root cause of this incidence by: defective spring arm (badly strength of the spring). Incorrect adjustment of spring arm (without tacking the camera). In the chapter maintenance the light head user manual mentions to check the spring arm remains in position. To solve this type of issue, the spring arm has been replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 19th july, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the device was drifting down and reach the user. We decided to report the issue in abundance of caution as contact of the medical device with sterile medical staff during procedure may cause contamination of the sterile medical staff.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 19th january, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the device was drifting down and reach the user. We decided to report the issue in abundance of caution as contact of the medical device with sterile medical staff during procedure may cause contamination of the sterile medical staff.